Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.